Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts and stated bolus deliveries were missed. The customer blood glucose (bg) level was impacted 400 mg/dl. While contacting tandem technical support, the customer delivered a bolus with the pump to address bg level. During troubleshooting with tandem technical support the customer's pump logs showed that boluses were requested however were not confirmed. Cts educated the customer about the incomplete bolus alert and to check with their healthcare provider regarding the high bg occurrence.